Manufacturer narrative:
Concomitant medical products: 7424 pain stim ipg implanted on (B)(6) 1997, 7495-54 neuro extension implanted on (B)(6) 1995, and 3888-28 pain stim lead implanted on (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture at max output, bipolar and integrated bipolar impedance was high and undefined, and a lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.